Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided once available. E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image involving an olympus gastrointestinal videoscope. There was patient injury reported.